Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Operator reports catheter rupture near the junction between anchor sleeve and catheter start. No other information was provided.

Event description:
Operator reports catheter rupture near the junction between anchor sleeve and catheter start. No other information was provided. Additional information: the PICC was partially ruptured, there was no consequences for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.